Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a mildly calcified lesion in the left anterior descending artery. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured on the first inflation at four atmospheres. The procedure was successfully completed with a different device without issue or patient injury.